Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: the basal history for the date of the allegation correctly reflected the user's programmed basal rate. The pump was exercised for 24 hours and the pump delivered and recorded the basal rate accurately. The total daily doses of insulin added up to the user's programmed rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.